Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced symptoms of "tired, slowed away", a loss of consciousness and was able to self-treat with "something sweet". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed on the returned sensor patch and no issues were observed. Attempted to scan sensor with evm (evaluation module). However, sensor did not scan. Data extraction was not successful. The sensor was further investigated and de-cased. No issues were observed upon visual inspection of the pcba (printed circuit board assembly). Performed a visual inspection on the returned, de-cased sensor and did not observe any evidence of misuse. No contamination, damage, or solder issues were observed on the returned pcba. The returned battery was measured and was found not within specification. Attempts were made to re-program returned sensor to perform current consumption test to determine how much current is being drained from the sensor. However, observed device event log full message followed by nfc (near field communication) command error due to unable to activate the sensor - event log full message will prevent the sensor from being re-programmed. A full event log prevents from monitoring the sensor's current consumption when in on and off states. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced symptoms of "tired, slowed away", a loss of consciousness and was able to self-treat with "something sweet". There was no report of death or permanent impairment associated with this event.